Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a starclose se device after an interventional procedure for peripheral arterial occlusive disease, with a <5fr sheath. Reportedly, resistance was felt when pushing the plunger and found the number ¿2¿ not in the window. The safety release mechanism was used and the starclose se device was removed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the vessel locator wings could not be confirmed as the vessel locator wings were successfully deployed with no resistance noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.